Event description:
It was reported that one month and twenty-seven days post a dialysis catheter placement, the catheter allegedly slipped and expelled out from the patient's body. It was further reported that the cuff allegedly appeared to be papery with no fibrosis noted on the device. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one glidepath catheter was returned for evaluation, and one photo was provided for review. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. The tissue cuff was fully intact, and fiber disturbance was noted throughout the tissue cuff. The photo shows the glidepath dialysis catheter implanted in the patient body. The cuff was noted to be moved out from the patient skin. Therefore, the investigation is confirmed for the reported catheter expulsion and loosening issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty-seven days post a dialysis catheter placement, the catheter allegedly slipped and expelled out from the patient's body. It was further reported that the cuff allegedly appeared to be papery with no fibrosis noted on the device. Reportedly, the catheter was removed. There was no reported patient injury.